Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/09/2019. A manufacturing record evaluation was performed for the finished device lot number mlh516 - eh7228, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis one empty opened box , one empty labeled winding former and unopened samples of product code eh7228, lot mlh516 were returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or fraying suture were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: procedure name:unknown. Were both products eh7222h and eh7228h used in the same procedure? Yes. Did both devices had needle pulled off and suture fraying issues? Yes. Note: events reported in 2210968-2019-85538 and 2210968-2019-85539.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from suture during tissue passage. The suture also appeared to be unraveled or frayed. There were no adverse patient consequences reported. No additional information was provided.